Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the connection between the system controller and mobile power unit (mpu) was difficult for the black lead. The mpu was exchanged and the problem resolved. The controller connected to another mpu without issue.